Event description:
Consumer reports meter reading lower than how consumer feels. Analysis run on clark error grid using mean avg. Reading (67) as ref. Point vs. Bd reading (104,29) yielded data points in the d range of the grid, outside acceptable limits.